Event description:
It was reported that the patient presented in clinic for extraction procedure. The right ventricular (rv) lead was experiencing high pacing impedance values. The rv lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a partial lead was returned in two pieces for analysis. Unable to perform impedance test due to as received procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection during final analysis of the lead found an external insulation abrasion breaching the lead sheath only at the proximal region of the lead. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.